Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4 & h4: device details were not received from the customer. Section g4: the rd900azu is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695.

Event description:
A healthcare facility in spain reported via a fisher & paykel healthcare (f&p) field representative that the rd900asu neopuff infant resuscitator's pressure was fluctuating. There was no reported patient consequence.